Event description:
On (B)(6) 2010, therakos received a report of a centrifuge bowl leak. There was no info provided about the pt or how much blood was lost. The treatment was aborted, but it is unk if any fluids were returned to the pt. The treatment and repeated with the same lot number of kit and the customer reported that they were satisfied with the current performance of the instrument.

Manufacturer narrative:
Batch record review of xts kit lot y707 showed that this lot met all release requirements. The complaint sample was not returned, therefore, the reported defect cannot be verified. (B)(4) mentions the following in regards to this event: customer returned a quality report with the date (B)(6) 2010, requesting credit. Describing a blood leak alarm after first cycle. The customer reported the bowl broke at the top. Treatment was aborted and no blood was returned to the pt. The pt started another treatment immediately after this treatment without any further events. The pt was feeling fine. No transfusion or extended hospitalization was required. No service order or immediate hotline troubleshooting was required for this call. The customer returned to normal operation immediately following this event with no further assistance required. (B)(4).